Event description:
Dealer stated the chair slows down and stops and consumer had batteries replaced several times in the last couple years, dealer will perform a load test, change joystick throw to short throw and charge chair, no injury is alleged